Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac arrest that was detected by the implantable cardioverter defibrillator (ICD) as a ventricular tachycardia (vt) in the monitor zone, which subsequently deteriorated but was not a fast enough rhythm to meet the number of intervals to detect. Therefore therapy was not delivered by the device. The patient received multiple external shocks and had return of spontaneous circulation. The patient was hospitalized, however suffered a second cardiac arrest in the hospital and passed away.